Event description:
It was reported the patient¿s implantable neurostimulator (ins) was at end of life (eol). It was noted the ins was replaced on (B)(6) 2013. It was further noted that device interrogation on (B)(6) 2013 showed the device was at end of service (eos). It was noted the etiology was related to the device or therapy and not related to the implant procedure. It was further noted there were no signs of symptoms and the outcome was resolved without sequelae on (B)(6) 2013 additional information received reported the adverse event was unsatisfactory spinal cord stimulation analgesia. It was noted that a surgical revision of the lead was done on (B)(6) 2013. It was further noted the etiology was pre-existing condition, worsening, or exacerbation related to the device or therapy and not related to the implant procedure. It was noted there were no signs or symptoms and the outcome was ongoing event. Additional information received reported the adverse event was updated to unsatisfactory spinal cord stimulation analgesia secondary to lead migration.

Event description:
Additional information received reported pain.

Manufacturer narrative:
Concomitant medical products: product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3887-33, lot# j0428115v, implanted: (B)(6) 2004, product type: lead. Product ID: 3887-33, lot# j0428115v, implanted: (B)(6) 2004, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3887-33, lot# j0428115v, implanted: (B)(6) 2004, product type: lead. Product ID: 3887-33, lot# j0428115v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had increased pain due to unsatisfactory spinal cord stimulation coverage.

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported there was a loss of stimulation. The event was considered resolved without sequelae following the lead repositioning.

Manufacturer narrative:
Final analysis of the stimulator revealed no significant anomalies. The battery had reduced capacity due to overdischarge. The stimulator was received with no telemetry. According to the trace report obtained from the stimulator after physician mode recharge recovery the total recharge count was 764. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2013. The device was recharged for one hour twenty-one minute and the battery charged from 3.73 volts to 3.835 volts. The battery discharged to lock mode on (B)(6) 2013. Ins fdc code was updated.

Manufacturer narrative:
Upon further review, device code (B)(4) no longer applies.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.